Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with very blurry vision and eye fatigue following an intraocular lens (iol) implant procedure. The clinical reason was reported as poor neuroadaptation. The lens was removed.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge with an unspecified handpiece and viscoelastic. The product investigation could not identify a root cause. (B)(4).